Event description:
On april 17, 2000, customer reported an axsym beta-human chorionic gonadotropin value of 1949.00miu/ml for a pt sample. On 4/18 as a random check, the sample was repeated with a result of 0.18miu/ml. The sample was assayed a third time and yielded a value of 0.0miu/ml. The customer notified physician of the corrected value. There is no report of impact on pt management.